Manufacturer narrative:
A qualified r&d engineer conducted a full evaluation of the returned transducer in response to the customer complaint. The device was inspected visually and by touch for any sharp edges or protrusions, and none were found. Mechanical articulation testing confirmed that the probe moved freely in all directions. The articulation mechanism operated as intended and showed no signs of bending, restriction, or conditions that would require forceful removal in a bent position. No defects of abnormalities were identified that could have contributed to the stomach injury described by the customer. The reported issue could not be confirmed. There is no evidence of a design defect, no indication of non-conforming material at the time of shipment, and no design anomaly that would warrant further action.

Manufacturer narrative:
N/a

Event description:
It was reported that a patient experienced bleeding/laceration to the stomach following a transesophageal echocardiogram procedure with the s7-3t transducer and epiq 7c ultrasound system. Additional information is being obtained regarding patient outcome. The transducer has been removed from service, and the philips service engineer has initiated the replacement process to resolve the customer¿s immediate concern. Philips has started an investigation, and upon completion, a follow-up report will be submitted.